Manufacturer narrative:
Evaluation summary: product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during a cataract with intraocular lens (iol) implant procedure; the lens was placed in the eye upside down. The lens was "1/2 inserted & removed". There was no patient impact reported. Additional information has been requested.